Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the gw (guide wire) curved and could not be used. The md finished the procedure with another device.

Manufacturer narrative:
(B)(4). The customer returned various components including a guide wire, an introducer needle and a 2-lumen catheter. The returned guide wire was observed to be a purchased, coated guide wire. The guide wire was observed to have a single kink at the center of the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 26.9 cm from the proximal tip. The overall length and outer diameter of the guide wire were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 21ga introducer needle to functionally test the guide wire. Slight resistance was met while advancing the kinked portion of the guide wire through the components. The undamaged portions advanced as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire, catheter and introducer needle and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in one location at the center of the body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the gw (guide wire) curved and could not be used. The md finished the procedure with another device.